Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: an error 1 sub code 5 record ram list can not be set up, occurs immediately when powering meter. Meter has software version v01.10. Investigators were unable to pair pump and meter and complete required investigation steps 8-10 due to inability to clear the error 1 sub code 5 message.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the meter emitted a meter 1 error. There is no reported adverse event with this complaint. This report is made based on the allegation of the meter error 1 issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.